Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a low anterior resection procedure, the tissue pad was partially detached soon. As the tissue pad did not fall into the patient, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient. Device discarded.